Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the surgical procedure? By pass. What anatomical structure was the white reload used on? Yes. Did the reported bleeding occur intraoperatively or post-operatively? Post-operatively. How was the bleeding addressed? Protocol of hospital. Was a transfusion required? Don´t have this information. Were there any issues with staple form? Don´t have this information. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Were any other procedures needed? No. What is the current patient status? He is fine. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was bleeding after stapling with the white gst load. It takes time to recover the patient and other procedures for recovery. Patient is fine.